Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had prime/fill anomaly. Customer's blood glucose at time of incident was 11.2mmol/l. Customer was able to complete rewind. The customer was assisted with rewind/fill tubing process. Customer stated pump did not exit the rewind complete/bolus delivery loop and complete the fill tubing process successfully. The customer was advised that the pump would be replaced.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. Unable to verify prime fill anomaly or perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to motor error alarm. The insulin pump had cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.